Event description:
It was reported that "during inspection, the customer found the middle of guidewire looked bent in the package." No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened sac set with a straight guide wire and a single-lumen arterial catheter for analysis. The kit was opened and visual analysis revealed that the guide wire contained one bend. The protective tubing around the swg was also noted to have a stress mark over the location of the bend. The outside packaging of the sac was also noted to have multiple folds and creases in it. Microscopic examination revealed both welds were intact and confirmed the kink. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The bend in the guide wire measured 155 mm from the proximal tip. The guide wire length measured 349 mm, which is within the specification limits of 345-355 mm per the guide wire product drawing. The guide wire outer diameter measured 0.519 mm, which is within the specification limits of 0.508-0.533 mm per the guide wire product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was completed with no relevant findings. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage.the reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one bend in its body. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "during inspection, the customer found the middle of guidewire looked bent in the package." No patient involvement reported.